Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test per des8654. Reservoir/transfer guard found no leakage anomaly during filling and found no physical or cosmetic damage. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. Customer¿s blood glucose was unknown. Customer stated that the insulin dripping down the needle from vial to reservoir. Customer stated that the lot of insulin to waste. The reservoir will be returned for analysis.